Manufacturer narrative:
The technician found the caster was not locking. The technician replaced the brake caster to repair the bed.

Event description:
Info received indicates the caster will rotate around after the brake has been set.